Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance (pm-c) and replaced the substrate pump and substrate probe. The fse noted verification and carryover tests passed with published specifications. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported failed carryover procedure involving the access 2 immunoassay system. The customer indicated buffer baseline passed but the first repetition following straight system check failed with high relative light units (rlu's). No erroneous patient results were generated. There was no patient impact associated with this event. The customer indicated quality control (qc) was within specification. The customer was advised to discontinue use of the instrument until the issue is resolved. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.